Event description:
An implantable cardio-verter defibrillator (ICD) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately eight days post implant of the ICD, approximately more than 4.5 years ago.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Implantable defibrillation lead product ID 694765 implanted: 2002 (B)(6); implantable pacing lead product ID 5076-52 implanted: 2002 (B)(6). (B)(4).